Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep shutdown the system at the main power source and rebooted. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would hang up during boot up. No pt injury was reported.